Event description:
Pt rec'd 4400mg, f-fu over 2 hrs instead of 4 days due to 5-fu' placement in wrong infusion pump for outpatient use. Error not noted during preparation or final check against medical order and medication label. Pump should have been at 2ml/hr; 175ml/hr used.